Event description:
During a procedure a covidien 5mm endoclip misfired while in the patient. The tips of the instrument became misaligned and could not be removed from the 5mm trocar. The instrument was removed without harm to the patient and the procedure was completed without incident. A field and technical report was completed and submitted to the manufacturer. The device will be returned to the manufacturer for failure analysis.